Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "failed accuracy test" was reproduced. The device was tested for flow accuracy and over delivered by greater than 5%. An event date was not provided however a review of the event history log was performed. The review showed 2 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. Both infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment and the m/2 and m/3 springs will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.